Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device was fired across the appendix. The case was completed with no patient consequence. The patient was taken to recovery. Sometime later the patient was brought back in for bleeding. Unknown how the bleeding was controlled. Unknown how the case was completed. Unknown patient current condition. The device was discarded. Additional followup has been requested, no response has been received to date.